Event description:
The reporter stated that the surgeon was inserting a three piece aspheric collamer lens model cq2015a and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another same model lens. No pt injury.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows a portion of the optic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.